Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient let the device go into overdischarge. The patient thought the implantable neurostimulator (ins) was faulty because the overdischarge occurred. It was noted the patient had the ins replaced after the overdischarge. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID 39565-65, serial# (B)(4), implanted: 2012-(B)(6), product type lead. Product ID 355531, lot# n332301n01, implanted: 2012-(B)(6), product type screening device, product ID 3550-41, lot# n318296, implanted: 2012-(B)(6), product type accessory. Product ID 37744, serial# (B)(4), product type programmer, patient. Product ID 37754, serial# (B)(4), product type recharger. (B)(4).

Event description:
Additional information received reported that the reporter was confident the patient did not charge his first device and that was why it died and was replaced. It was noted that patient compliance was a big issue.